Event description:
Approximately one year and three months post implantation, the site reported that the patient's controller was changing power sources earlier than expected. The batteries were removed from the patient and new batteries were supplied. No harm or injury to the patient was reported as a result of this incident. A preliminary review of the log files indicated the patient experienced a pump stop on the same date of the reported event.

Manufacturer narrative:
Preliminary evaluation and testing revealed that the returned battery contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of three reports (3007042319-2014-00331, 3007042319-2014-00718, and 3007042319-2014-00719) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The reported event indicates an issue with the performance of the batteries. The devices were exchanged without incident and there was no reported patient injury. Five batteries were exchanged and returned to heartware for visual examination and functional testing. Battery (B)(4) passed both visual and functional examination. (B)(4) passed visual examination; it failed functional testing due to an enabled permanent failure flag, rendering the battery inoperable. (B)(4) passed visual inspection but failed functional testing due to a faulty internal cell pair which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2014-00331, -2014-00718 and -2014-00719) submitted for devices related to the same event.